Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the universal surgical manipulators (usm) were not moving as intended and had a delayed non-intuitive motion. The customer was trying to move the usms one way with the console and the usms were doing something different including not being able to spin or turn the camera and lost control. Prior to calling the intuitive surgical, inc. (Isi) technical support, the customer un-docked, removed all instruments and restarted the system. After restart, the system started working normally for a short time before the reported problem returned. The customer stated no obstructions or drapes were in the way. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and there were no errors pointing to the reported problem. The tse recommended the customer restart the system and cycle the circuit breakers on each cart, when possible, to see if the problem is resolved. An isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument. The camera and usms would not articulate as intended. The movements of the surgeon did not scale appropriately to the instrument, the observed movement was random; greater and less than intended. The instrument did not move in the intended direction and the timing of the instrument's movement was not appropriate. The customer did not feel shakiness and /or friction. There was no instrument -to -instrument or system-to- system arm-to arm interference and there were no external collisions. The reported issue was persistent. The reported issue occurred after the endoscope stopped articulating. There was no injury to the patient injury. The endoscope was inspected prior to use and no damage was observed, and the issue occurred about an hour and a half after start time and twenty minutes prior to the end of the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. Isi has received the device involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint that "the camera head is not rotating correctly." The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline cracks on the "l/r, snapshot, illumination" of the button pack assembly. The endoscope was also found to have damage to the cable assembly. The cable was found pulled out from the endoscope housing.